Event description:
Discordant, false negative human chorionic gonadotropin (hcg) results were obtained on one patient sample on an immulite 2000 instrument. The sample had initially resulted positive, then resulted negative three times during repeat testing on the same instrument. The sample was rerun again on the same instrument and resulted positive. The discordant results were not reported to the physician(s). The positive result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the customer, the customer stated that the instrument had prompted whether to overwrite the accession number and the operator had selected 'yes'. It was then discovered that the accession number for patient sample (B)(6) had been overwritten with the accession number for a patient sample that was negative. The instrument then tested the negative patient's sample, causing the three consecutive repeats for sample (B)(6) to result negative. When the sample was rerun again with the correct accession number, the positive result was confirmed. The cause of the discordant, false negative hcg results on one patient sample was user error. This device is performing according to specifications. No further evaluation of this device is required.